Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was noted that the device was programmed to right ventricular (rv) lead only pacing; however, lv markers were still being observed. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.

Event description:
Additional information was provided that a lead revision was planned for the future.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was provided that the lead exhibited loss of capture and loss of pacing due to the dislodgement. A revision procedure was performed, during which the lead was explanted and a new lead was implanted. No adverse patient effects were reported.